Event description:
Reported by the patient as: "...ends up the stomach has eroded into the stomach and I am going to have to have surgery friday to have it removed...". Further follow up from the patient, notes that completion of the surgical procedure and that the full lap-band system was explanted and that a "thumb-size hole" in the stomach had to be closed. The patient is recovering well at this time. Allergan will follow up the physician for additional information.

Manufacturer narrative:
Taper unknown. The reporter of the complaint was asked to return the product for analysis, as well as, to indicate the product serial number and the implant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint, because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Erosion is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional information has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Re-operation to remove the device is required. Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure, may result in erosion of the device into the gi tract."